Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited noise. The noise was reproducible with pocket manipulation. The pulse generator was removed and replaced.